Event description:
It was further reported the patient was hospitalized the day after the patient was diagnosed with worsening coronary artery disease. Stents were placed to mid left anterior descending artery and to proximal left anterior descending artery. The following day the event was considered resolved without residual effects and the patient was discharged on the same day.

Manufacturer narrative:
(B)(4).

Event description:
(B)(6). It was reported that post a stenting treatment procedure, the patient experienced worsening coronary artery disease. In (B)(6) 2010, the 95% stenosed and 12 mm long de-novo target lesion was located in the proximal left circumflex artery with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilation and placement of a 3.0 x 16 mm taxus liberte stent, resulting in 0% residual stenosis. The following day the patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient was diagnosed with worsening coronary artery disease.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).